Event description:
The patient reported that in 2008 he received an e2 (battery depleted) error at 4:20am. He changed the battery, his blood glucose measured 125 mg/dl. One hour later, the patient experienced extreme hypoglycemia (value not provided). The patient believes that the infusion device delivered unintended insulin during the self test after he inserted the new battery. No further information is available. Product was replaced and requested to be returned for evaluation.